Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experienced infection and fever. The patient was currently on a temporary wire. Furthermore, the physician lasered fine lines busted the atrial lead off at the right electrode. The lead tip shot off into the pulmonary artery. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experienced infection and fever. The patient was currently on a temporary wire. Furthermore, the physician lasered fine lines busted the atrial lead off at the right electrode. The lead tip shot off into the pulmonary artery. This ra lead was explanted. No additional adverse patient effects were reported.